Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Customer loaded a new cartridge to resolve the issue. It was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl. Multiple attempts were made to gather additional information, however, no response was received.